Event description:
--

Event description:
The lead subsequently was returned with no additional information. The lead's reporting status is changed to serious injury from malfunction due to explant associated with a suspected fracture.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was scheduled for replacement due to a suspected fracture. A boston scientific field representative reported the lead exhibited out-of-range pace impedance measurements, oversensing, and inappropriate anti-tachycardia pacing and an inappropriate shock.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Initial analysis at our (B)(4) laboratory confirmed a lead fracture in the region of the rate/sense negative (rs-) coil. Additional analysis and testing revealed a fracture of the three rs- coils 245 millimeters from the terminal pin, corresponding to the distal end of the suture sleeve. A secondary fracture of one of the coils wire at that same point created a loose wire segment that was located between the proximal and distal sides of the fracture.

Manufacturer narrative:
Analysis of the returned lead is pending.